Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
A hole was found on catheter body during use then the patient reported pain. No further information has been provided regarding pain. As a result, the catheter was removed and replaced by a new one. The patient's condition has been reported fine after the catheter replacement.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen cvc for evaluation. Three ports were found on the catheter body, one for the proximal and two for the distal; as indicated by the product drawing. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing either line. A device history record review was performed and no relevant findings were identified. The customer reported issue of holes on the catheter body was not confirmed during the sample investigation. Visual inspection was performed and no issues were identified. Three ports were found on the catheter body, as indicated by the product drawing, and no leaks were found during functional testing. A device history record review was performed and no relevant findings were identified. Since no problem was found on the returned sample, no further action shall be taken at this time.

Event description:
The customer reports: a hole was found on catheter body during use then the patient reported pain. No further information has been provided regarding pain. As a result, the catheter was removed and replaced by a new one. The patient's condition has been reported fine after the catheter replacement.